Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting; on (B)(6) 2017: to the right and left upper abdomen using cooladvantage, coolcore applicators, to the right and left superior upper abdomen using coolpetite applicators, to the central lower abdomen using cooladvantage plus, curve applicators, and to the right and left lower abdomen with a cooladvantage plus, coolcore applicator, on (B)(6) 2018: to the right and left lower abdomen using cooladvantage plus, coolcore applicators, to the right superior abdomen using coolpetite applicators, to the left lower abdomen using coolmax applicators, dual sculpted to the left superior abdomen, and to the right lower abdomen using coolmax applicator, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as normal subcutaneous tissue feel compared to other non treated areas but there is observable increase in the volume of subcutaneous tissue. On (B)(6) 2018, patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the upper, mid, and lower abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting; on (B)(6) 2017: to the right and left upper abdomen using cooladvantage, coolcore applicators, to the right and left superior upper abdomen using coolpetite applicators, to the central lower abdomen using cooladvantage plus, curve applicators, and to the right and left lower abdomen with a cooladvantage plus, coolcore applicator, on (B)(6) 2018: to the right and left lower abdomen using cooladvantage plus, coolcore applicators, to the right superior abdomen using coolpetite applicators, to the left lower abdomen using coolmax applicators, dual sculpted to the left superior abdomen, and to the right lower abdomen using coolmax applicator, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as normal subcutaneous tissue feel compared to other non treated areas but there is observable increase in the volume of subcutaneous tissue. On (B)(6) 2018, patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the upper, mid, and lower abdomen.

Manufacturer narrative:
Corrected data: h.7., h.9. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting; on (B)(6)2017: to the right and left upper abdomen using cooladvantage, coolcore applicators, to the right and left superior upper abdomen using coolpetite applicators, to the central lower abdomen using cooladvantage plus, curve applicators, and to the right and left lower abdomen with a cooladvantage plus, coolcore applicator, on (B)(6)2018: to the right and left lower abdomen using cooladvantage plus, coolcore applicators, to the right superior abdomen using coolpetite applicators, to the left lower abdomen using coolmax applicators, dual sculpted to the left superior abdomen, and to the right lower abdomen using coolmax applicator, who developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as normal subcutaneous tissue feel compared to other non treated areas but there is observable increase in the volume of subcutaneous tissue. On 25-jun-2018, patient was assessed and diagnosed with paradoxical hyperplasia (pah/ph) on the upper, mid, and lower abdomen.